Manufacturer narrative:
H11: corrected data: the reported issue is related to a cannula leak that occurred at the connection between the cannula body and the connector. However, the incident involves a minor leakage at the junction between the ez glide cannula and the connector and there were no associated injuries or blood transfusions required. As a result, the severity of this non-conformance is limited. Therefore, this leakage issue will result only in procedural delay with no risk for the patient. Based on this information, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated, but the suspect device has not yet been evaluated. The reported event is pending final evaluation analysis. A supplemental report will be submitted in a timely manner once additional information becomes available and/or the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an ezc24a from lot number 425099 was observed to have a small leak during the case. The leak probably originated from the bonded connector.